Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced infusion set needle break on (B)(6) 2025. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.